Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device experienced a hardware failure. The issue occurred on the refrigerator during a medication return attempt, at which time a hardware failure notification was displayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn 15544197 was performed from the date of manufacture, 09-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) found no issue with rm functionality, confirmed it was working as expected after testing recover inventory and return medication, with failed transactions attributed to incorrect inventory and cancellation actions by the customer. The system functioned as intended after the field service engineer investigated the issue.